Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump back/leg pain/non-malignant pain use. It was reported that starting over 3 weeks ago, when trying to connect to ¿myptm¿ application it would lag at 90 percent. During the call, the agent walked the patient through clearing the data and the patient closed all applications. They were able to connect to ¿myptm¿ application.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh90t01. Serial# (B)(6). Product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.